Manufacturer narrative:
The device referenced in this report has been returned to olympus for evaluation, however the evaluation is not complete at the time of this report. The investigation is ongoing. This report will be updated upon completion of the investigation or upon receipt of additional relevant information.

Event description:
The customer reports, during an unspecified urology procedure using a 200-micron laser fiber the fiber ruptured and the physician experienced a burn on the plantar surface of the thumb. There was no patient impact related to this event. Additional information received from the customer confirmed there were no further consequences to the user due to this occurrence.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. The device was returned to olympus for inspection, and the findings are as follows: the distal end was observed to have burn-back to the fiber jacket. The other end of the fiber section was burnt and broken with signs of a possible extended burning. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 1 year since the subject device was manufactured. Based on the results of the investigation, although not confirmed, the likely cause of this reported issue is user mishandling of the laser fiber. This supplemental report includes an update to d9 and h3. Also, information added to h4. Olympus will continue to monitor field performance for this device.